Manufacturer narrative:
Reported defect: unilateral deflation of the right breast implant. Condition of product: product was received inside a single sealed peel pouch with activated sterilization indicators. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in the year 2000 using hutchison hsh 450 saline-fill implants, which were filled to a volume of 450cc (left) & 470cc (right) which is within the maximum fill volume limits for this product. In 2007, the pt visited dr clinic in regards to a suspected deflation of the right breast implant. The pt underwent bilateral replacement surgery in 2007. The implants were replaced with unk devices. Visual inspection: visual inspection identified a small tear that measures approx 3mm in length which is located on the valve shell interface at the 6 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing could not be completed due to the size and position of the tear. Microscopic examination (x10) of the tear identified ragged edges which are indicative of an excessive force having being applied. A review of the mfg record (mr004) confirms that the product met all mfg and quality specifications post MFR. Conclusion: the tear is not mfg fault.